Event description:
It was reported that this pacemaker exhibited oversensed noise on the right ventricular (rv) lead. The noise signal was confirmed to be due to the minute ventilation signal. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead to device connection. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited oversensed noise on the right ventricular (rv) lead. The noise signal was confirmed to be due to the minute ventilation signal. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received, this device was explanted and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as coding was updated.